Manufacturer narrative:
Section a6: race: unknown/asked but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted from the patients right eye due to optic/haptic being out of the capsular bag causing blurry vision. The replacement intraocular lens selected and implanted was a sensar 3-piece in sulcus 24.0d. Through follow up, it was learned that the pre-operative (op) best spectacle corrected visual acuity (bscva) was recorded as 20/30, while post-op best spectacle corrected visual acuity was documented as 20/40+1, with an intended target refraction of plano. The intended and actual axis placement during the original surgery was 170, but the post-operative axis was observed to be 145. The lens was not repositioned post-operatively as the lens resulted in being explanted. The patient outcome reported patient is slowly recovering. The explanted lens is unavailable for further investigation. No further information was provided.